Manufacturer narrative:
Device information provided was provided for unknown sides serial number ni/ lot number 2573644/ catalog number n-27-mf125-335, and ni/ 2579904/ n-tsm175. We don't know which side the reported event is associated with. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported rupture unknown side. The device has been explanted.